Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 350 units. Reportedly, the customer attempted to load the cartridge four times unsuccessfully. Customer reported blood glucose level was 171 (mg/dl). The customer loaded a new cartridge.